Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with three similar type of infusion sets and occurred prior to insertion during insertion preparation. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.